Event description:
Device/procedure outcome: original device used,procedure completed patient outcome: f12: serious injury/ illness/ impairment event description: per cnf, it was reported that: event; occurrence of health problems. Please provide details of the health problems observed in the patients; cpa. What are the details of the events leading up to the outbreak of the health hazard?; cpa occurred approximately two hours after returning to the room. Please provide details on the treatment of health hazards that have occurred.; ECMO was inserted and the circulatory dynamics were stable. What was the patient's condition after the procedure?; circulatory dynamics were stable, but brain function will be monitored for further observation. What was your physician's opinion on the cause of the health problem occurrence?; the effect of rocuronium was considered, but the anesthesiologist believed its impact was minimal. Since it was after pfa (pulmonary fibrosis ablation), and in this case, the number of pfas (67 times) was higher than usual, the cause could not be ruled out, but the exact cause was unknown. Did you have any problems with the appearance or functionality of the product?; no was there any other catheter in the heart at the time of the health problem?; no, this was after the procedure was completed. Were there any resistance during manipulation/removal of the catheter?; no is case data available?; no. What was the size and name of the sheath that was used together?; agilis nxt introducer 13fr, radifocus introducer 6fr 10cm and radifocus introducer 9fr 25cm . Physician comments: patient outcome: adverse event. Infected: unknown. Generator/controller: yes, yes, farastar ablation. Catheter used: yes, no, farawave. Other used: none. Event date: 2025-12-24. As reported device codes: 2099: no known device problem. As reported patient codes: 9345: fibrosis.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA-06103. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.